Event description:
It was reported that the balloon ruptured and a device fragment remained in the patient. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. During inflation, the balloon burst. Upon removal of the balloon catheter, part of the balloon was no longer on the shaft. The balloon fragment remained inside the patient and the procedure was not completed due to the unretrieved fragment. There were no patient complications reported as a result of this event. No additional event details were provided.

Manufacturer narrative:
Correction: h6 device codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the balloon ruptured and a device fragment remained in the patient. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. During inflation, the balloon burst. Upon removal of the balloon catheter, part of the balloon was no longer on the shaft. The balloon fragment remained inside the patient and the procedure was not completed due to the unretrieved fragment. There were no patient complications reported as a result of this event. No additional event details were provided.